Manufacturer narrative:
(B)(4).

Event description:
It was reported that vns patient suffered from a vocal cord paralysis since the replacement of her vns system on (B)(6) 2016. On (B)(6) 2016, an ent doctor diagnosed that the patient had vocal cord paralysis on the left side. Speech therapy is indicated with a chance to full recovery. On (B)(6) 2016, the vns was programmed on 0.5ma, system diagnostic test was performed and this showed ok (4171 ohms). The review of the manufacturing records confirmed all tests passed for the generator and lead prior to the distribution.